Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device, and was unable to duplicate the reported issue. Physio-control reviewed the device data, and verified the reported issue. Physio updated the device's software as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown, and displayed a service code. The service code may be indicative of a device lockup or reset. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related, however, there was no adverse event reported.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown and displayed a service code. The service code may be indicative of a device lockup or reset. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.